Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a seizure during pd treatment on their dialysis cycler. A registered nurse reported the event during a call for technical assistance with the hospital's liberty select cycler. The rn mentioned that the patient was experiencing the same patient line is blocked alarm on their own cycler at home the night before and then they had a seizure while connected to the cycler. The rn did not provide any information for the patient nor patient's cycler. Multiple attempts were made to acquire additional information. Calls were placed to the initial reporter and a letter was mailed to the user facility, however, to date a response has not been received.

Manufacturer narrative:
Additional information: clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and the patient¿s seizure with subsequent hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the seizure and use of the liberty select cycler. Additionally, there is no allegation of a malfunction or deficiency reported for the seizure. Based on the available information and no allegation of a device malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s adverse event.